Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the cleaning, disinfection, and sterilization (cds) was performed by the customer in accordance with the instructions for use; however, the specifics steps taken during the cds process were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material not being removed due to imperfection of proper reprocessing caused by leakage from forceps elevator. Additionally, inside of the light guide (lg) lens had foreign material was due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. The event can be detected by following the IFU section: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. The event can be detected and prevented by following the IFU sections: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the annual inspection process, the device evaluation found that the inside of the light guide lens had foreign objects, and the adhesive around the light guide lens had foreign objects. Additional findings include the following: the grip had discoloration, the forceps elevator lever had a scratch, the electrical connector had corrosion, water tightness was lost due to damage on the channel tube, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the distal end had corrosion, the connecting tube had a cut, the adhesive around the light guide lens had wear, water tightness of the forceps elevator was lost, and there was corrosion around the forceps elevator. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the following reportable malfunction was found: the inside of the light guide lens had foreign objects, and the adhesive around the light guide lens had foreign objects. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.